Manufacturer narrative:
Product complaint # (B)(4). Batch # r59v1j. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with one gst60b cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the knife reverse button worked properly during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic gastrectomy, the knife stopped at the firing on the stomach. The knife stopped less than 1cm on the way of the 4th firing on the stomach. The knife reverse switch and the manual override lever did not function. Then, another device was used to remove the device in question. The surgeon thought that the device was not activated with the battery. Another device was used to complete the case. There were no adverse consequences to the patient.